Event description:
Literature was reviewed regarding remote monitoring of cardiovascular implantable electronic devices (cieds). This study included scheduled transmissions, alert-initiated, or patient-initiated transmissions triggered by a symptom or an unknown reason. The authors described four patient-initiated transmissions that led to in-office visits which required intervention. There were two patients with an implantable cardioverter defibrillator (ICD); the first developed repetitive pacemaker-mediated tachycardia which was initially managed by reprogramming. The patient initiated a transmission because of bradycardic symptoms, which led to the detection of a conduction disorder. The problem was resolved by further reprogramming. The other patient with an ICD experienced persistent slow ventricular tachycardia (vt) that the device failed to detect. The issue was resolved by reprogramming the device and optimizing antiarrhythmic medications. There were two patients with an implantable pulse generator (ipg); the first patient had episodes of pacemaker-mediated tachycardia and the device was reprogrammed. The second patient developed atrial flutter that the device failed to recognize. The arrhythmia was undetected owing to an excessively long post ventricular atrial blanking period, which resulted in an undersensing of atrial activity. This was resolved by device reprogramming. The devices remain in use. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is unknown/43 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: patient-initiated transmissions in remote monitoring of cardiac implantable electronic devices: evaluating volume, clinical value, and short message service-based strategy to reduce unnecessary transmissions. Heart rhythm o2. 2026. 7:95¿102. Doi: 10.1016/j.hroo.2025.10.011 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.